Manufacturer narrative:
The previous bleed referenced in this section was reported under medwatch MFR. Report # 2916596-2018-01070. Approximate age of device ¿ 1 year and 3 months. The device will not be returning for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The lvad clinician reported on (B)(6) 2018 that the patient was in ICU due to a second intracranial bleed and they were considering withdrawing support. On (B)(6) 2018, it was reported that the patient expired on (B)(6) due to intraparenchymal hemorrhage.

Manufacturer narrative:
Device analysis: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Death and stroke are listed in the IFU as adverse events that may be associated with the use of the hm ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.